Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error during procedure preparation with multiple different 190 series devices. Reportedly, this occurred prior to the device making patient contact.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. It was also noted that the customer reported there was no recurrence and the repair order was cancelled. Olympus will continue to monitor field performance for this device.